Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a revision procedure for this patients right ventricular (rv) lead, the insulation of this right atrial (ra) lead was broken during the explant of the rv lead. Therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.